Manufacturer narrative:
The reported event of infection cannot be analyzed via laboratory testing" regardless of whether device has returned. This will preclude the need for doing supplement for product return. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 4. Reference MFR report: 1627487-2016-04726, reference MFR report: 1627487-2016-04727, reference MFR report: 1627487-2016-04728. It was reported the patient's lead had eroded through the midline incision due to infection. The patient's entire scs system was removed and the wound washed out. The patient was treated with antibiotics.